Event description:
It was reported that during first fitting, a short circuit between electrode channels 8, 10 and 11 was found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.